Event description:
The suer facility reported to terumo cardiovascular systems that at an unknown time throughout the procedure, the centrifugal pump head leaked. Despite multiple attempts to contact the customer for information, many questions remain unknown. No known impact or consequence to patient. Unknown if the product was changed out. Unknown if the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).